Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator's fan rotation was faulty. There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated by a service engineer (se), and it was reported that a "check vent: cooling fan speed error" error code (1125) was observed in the event log. The se noted that the cooling fan was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).